Manufacturer narrative:
The inability of the pump to sense that a syringe was not loaded, or sensing a syringe when none is loaded occurs only during syringe loading and does not interrupt an infusion. When the pump is not able to sense that a syringe was loaded, or senses a syringe when none is loaded, the display will not progress to complete the programming. This may result in a delay of the delivery of intravenous (IV) solutions. Evaluation of clinical practice suggests delays occur for many reasons and do not create harm to the patient (hsha-pit).

Manufacturer narrative:
The device was received for evaluation. A plunger driver force test was performed, and the device failed. The reported condition was verified. The cause was determined to be from a failed plunger driver sleeve component. The plunger driver sleeve requires replacement to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed the plunger driver force test. This was observed during servicing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.